Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they went to the emergency room due to high blood glucose on (B)(6) 2019 with blood glucose of 235 mg/dl. Customer reported that the other blood glucose value was 200 mg/dl. Customer was using insulin pump system within 48 hours of reported high blood glucose event. Customer stated that they woke up to the restroom had no strength and fainted could not walk. The customer was treated with manual injection. The insulin pump will not be returned for analysis.